Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other five perclose proglide devices referenced are filed under a separate manufacturing report numbers.

Event description:
It was reported that suture placement in the a common femoral artery was attempted with proglide devices, using a preclose technique, prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the suture came out of the patient when the proglide was removed with six proglide devices. Two other proglide sutures were preplaced. Two sheaths, 8fr and 10fr, were used at the beginning of the procedure; the sheath was later upsized to 16fr. The preplaced sutures were used successfully, after the evar procedure, to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and established in the preclose technique. No additional information was provided.